Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) due to high battery impedance. The device was explanted and was replaced. No patient complications have been reported as a result of this event.